Event description:
Health professional reported an alleged "failed port" with no info. Follow up findings: health professional reported that after a "barium swallow" test revealed the alleged port leak, the port was removed and replaced with another device. Health professional also reported that the pt was "vomiting" before the port removal and replacement and that the pt has allergies to certain medications. The device was returned to allergan and the product analysis is in progress. The serial number of the device is not available per follow up with the surgeon's office.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has been returned however the device analysis has not been completed at this time and the taper type is not determined yet. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Vomiting is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."